Manufacturer narrative:
After further review, it was determined that this complaint is not MDR reportable.

Event description:
It was reported there was an unspecified issue with the pcu device and it was removed from service. No additional information was provided.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported there was an unspecified issue with the pcu device and it was removed from service. No additional information was provided.